Event description:
I used clear care contact lens cleaner with the cleaning case that comes with it. The solution did not neutralize overnight. The bottle was halfway used, with no previous issues. The cleaning case came with the bottle and so was not old. My eyes burned from the non-neutralized solution. Also there were white flecks of something in the cleaning case liquid. I took out the contacts and put them in a new cleaning case from a new package of clear care and used the same half full bottle of clear care. Twenty hours later, I again had burning when putting in my contacts, but not to the same degree as the previous day. Is the product over-the-counter: yes. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Do you still have the product in case we need to evaluate it: yes.